Event description:
On december 4, 1996, received a copy of uihcs error/accident report from alice floss, section manager at degowin blood center. The report was dated november 25, 1996 and was signed by dr. Ronald strauss, medical director, of degowin blood center. The report indicated that an error was detected when an apheresis donor collected on 11/15/96 was noted to have a discrepant abo/rh blood type. The report indicated that further investigation and a review of the donor database located 13 donors with discrepant types from previous collections and further noted that one of the donor units has been incorrectly labeled. In reviewing cos service center records for this client, co determined that facility first reported this issue on november 18, 1996 at 09:33 cdt. The request was assigned the accession number 96-323-00199 to log the call and document its resolution. Cos investigation into this request identified a software issue with the batch resulting of donor abo/rh testing in the function sre, scrolling result entry, when one or more of the units in the batch are in a "quarantined" 03) status. Sre does not recognize quarantined (03) as a donor status. Consequently, when an abo/rh procedure is resulted on a donated unit in a "quarantined" (03) status, the blood group/type of that donor, or any donor on subsequent units in the same batch, will not be appropriately updated.

Manufacturer narrative:
As noted in the original report, a software modification was instituted to correct this issue. The modification was documented with pim 30558. This pim was included on revision level 51, which was available to cerner clients on 8/14/96. This issue was included as part of cerner recall 97-001. This recall has been classified as a class ii recall by the FDA and assigned the number b-1463-7. Cerner has confirmed that all potentially-affected clients have been notified of this issue. In addition, cerner is monitoring the installation of the software modification at each site and will continue to do so until all sites have migrated the modification into their production environment. Cerner corporation is working closely with the kansas city district office to ensure the recall proceeds in a manner acceptable to FDA.